Event description:
The central monitoring system (cns) froze up, no vital sign or waveforms are moving. Mouse and keyboard are unresponsive. Customer powered unit off and it will not boot to the os or cns software application. Reference MFR # 8030229-2014-00061.